Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: journal of urology. 2014; annual meeting of the american urological association. 191 (4 suppl. 1): e294. (B)(4).

Event description:
Title : robotic assisted laparoscopic excision of retropubic mesh mesh complications can cause significant morbidity. Fortunately, conservative management can often be successfully employed. However, when conservative measures fail, minimally invasive management strategies should be considered. The authors described the experience with robotic assisted excision of retropubic and intravesical mesh. It was reported that a 40-year-old female patient with 8 years status-post gynecare tvt retropubic mid urethral sling (ethicon) who presented with new onset of pelvic pain, recurrent urinary tract infection, dyspareunia, dysuria, and unaware incontinence; further work-up revealed an exposed intravesical mesh. After failing conservative management, the patient underwent robotic excision of retropubic and intravesical mesh, cystotomy repair, and adequate post-operative drainage. It was concluded that the open, endoscopic, and pure laparoscopic techniques have been described, however robotic assisted laparoscopic excision provides optimal manual dexterity, magnification and depth perception. The robotic excision of retropubic mesh is a safe and effective management option for recalcitrant retropubic intravesical mesh exposure.